Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unstable thresholds, occasional undersensing of p waves during atrial fibrillation (af) episodes and a lead position check failure were noted on the right atrial (ra) lead approximately one week post implant.  The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.